Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a there was a right ventricular (rv) lead failure. The physician elected to explant and replace the atrial lead. The patient condition was unknown.